Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was attempting to enroll a patient; however, the patient was enrolled with an incorrect serial number. The network remains in use. There was no patient involvement.